Event description:
It was reported that the patient experienced ineffective stimulation. Troubleshooting revealed lead migration which was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient information cannot be provided due to personal data privacy legislation/policy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.